Manufacturer narrative:
(B)(4). Statement from our manufacturer: received one piece of used, half filled of easypump ii lt 100-50-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Clamp clip of the returned sample was opened, solution was flowing. Since the drugs used by patient was unknown, de-contamination process was carried out. Analysis: flow rate test was carried out. Flow rate test result is passed, with mean flow rate of 1.81 ml/hr (-9.44% deviation from nominal flow rate of 2 ml/hr). No abnormal trend was observed from the flow rate pattern. Conclusion: the slow flow rate complaint is not justified. Justification: not justified.

Manufacturer narrative:
(B)(4). We received a used (approximately half filled) easypump ii lt 100-50-s without packaging. The received sample were visually inspected. Damages were not detected. In as-received condition the white clamp is closed and the patient connector was connect with a sterican cannula, the original wing caps were not handed over by the customer. Further on, we detected no liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connectors (lla-cone). Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pumps did work immediately (solution was running). Leakages was not detected at the sample. Flow rate test: nominal: 2 ml/h. Actual: 2.4 ml in 1 h; 4,9 ml in 2 hrs; 41 ml in 25 hrs. The sample does not agree with our specification. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (B)(6): after 2 days, the pump filled for 48 hours, was still half filled.